Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 127mg/dl. The customer declined troubleshooting as the customer believed the occlusion had been resolved by the time the issue was reported. Additionally, it was reported the customer's bg level was low. No exact bg value was provided. The customer checked their bg level once more and their bg level had stabilized at 85mg/dl.